Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01128, 3005168196-2018-01129.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, pod4s, and pod packing coils (podjs). During the procedure, the physician felt resistance while advancing a pod4 within the proximal end of a non-penumbra microcatheter and, therefore, the pod4 was removed. The physician then felt resistance while advancing a ruby coil and, consequently, the pusher assembly became bent. The ruby coil was therefore removed. The physician then felt resistance while advancing a podj out of the distal tip of the microcatheter and, therefore the podj was removed. The procedure was completed using the same microcatheter and new ruby coils. There was no report of an adverse effect to the patient.